Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Pump communicated properly with the bg meter. No pump error 4 or communication anomalies noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with cracked case (battery tube).

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm during rewind customer's blood glucose value was 100 mg/dl to 370 mg/dl. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarms. Customer states they are able to rewind the insulin pump. Customer states they performed displacement test and test results was passed. Customer states the insulin pump was not dropped or bumped. Customer states insulin pump error did not occur. Customer states they performed self test and test results was passed. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.